Event description:
On (B)(6) 2012, the reporter contacted lifescan USA, alleging after the reporter changed the settings, the done button was not available, therefore settings could not be saved. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.